Event description:
A customer contacted baxter's technical service center to report having a check your position alarm with the homechoice (hc) machine during fill 1. The technical service representative (tsr) had the hp check for air in the patient line. The line was full of air. The tsr explained that she would need to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis nurse (pdrn) on (B)(6) 2012 regarding the event. The pdrn stated that the patient has not been on peritoneal dialysis (pd) since the month of (B)(6). The pdrn did not have any information regarding the incident. The supplies were unavailable. The lot number was unavailable. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information was received. This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined.